Event description:
A customer reported a past issue with a minimum fill notification, declining to troubleshoot further at the time. There was no adverse impact to the customer¿s blood glucose level. The customer removed the cartridge, cleaned the pneumatic tap, reloaded the cartridge, and confirmed the fill estimate exceeded 200 units, feeling this was accurate. Customer support advised monitoring the system and to call back if any problems continue.